Event description:
Initial ferritin gen ii result of <0.5ng/ml. Same sample repeated recovered 109.4 ng/ml. No information provided to determine if results were used to guide therapy. The field service representative performed performance check tests which were within specification.